Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2012 and mesh was implanted during which the surgeon noted that he took down omental adhesions. It was reported that the patient experienced severe pain, nausea, diarrhea and loss of appetite. The patient had a previous mesh implanted on (B)(6) 2010 which is captured in a separate file. No additional information was provided.